Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In this case, physician determined the patient will not undergo valve-in-valve intervention nor surgical intervention due to the risk. Patient factors may have contributed to the stenosis but cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient was being evaluated to undergo a valve-in-valve procedure due to aortic stenosis. However, the patient was felt to be at very high risk for causing acute coronary obstruction if a tavr was performed. The heart team felt that the surgical and interventional risks outweighed the benefits and the patient was turned him down for both procedures. It is unsure if the patient plans to return the hospital where his surgical valve was originally implanted. Implant duration of the pre-existing surgical 23mm valve is approximately eight (8) years.